Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade. Additional, changed, and/or corrected data: a.2., a.4., b.5., b.6., d.6b., h.6., h.11.

Event description:
Patient reported "rupture" and ¿two places torn¿. Later patient reported "capsular contracture baker grade IV" and "rupture". Later healthcare professional confirmed the events. This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture" and ¿two places torn¿. This record is for the right-side. Device remains implanted.